Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (vibration issue). This is potentially reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: investigators were unable to duplicate complaint of continuous vibration during investigation; vibration is operational. Multiple cs 088 alarms observed in the eaw history which would create vibration alarms. There was rust/corrosion observed in the battery compartment. A leak test failed due to battery compartment leak. A battery compartment crack was found at the threads to the left of the bumper. Opened pump and evidence of moisture near the watchdog component. The abb cover was damaged/punctured and the abb was responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.